Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Fse replaced the wired footswitch and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the wired footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.